Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that restenosis of the lesion occurred within 7 months following use of the in.pact admiral. The device was prepped according to the instructions for use with no issues identified, and no damage was noted to the packaging or during removal from the tray. Embolic protection was not used, and the balloon was inflated using an inflation device of unknown make and model. No resistance was encountered when advancing the device, and no excessive force was used. In a second procedure to treat the restenosis another balloon was used. A second balloon was used for the second procedure to treat the restenosis.